Event description:
On (B)(6) 2025, neotract has been made aware by a [patient] that ¿[the patient] underwent an urolift procedure in (B)(6) 2023. The procedure resulted in worsening symptoms, leading the physician to perform a subsequent procedure (aquablation) in (B)(6) 2023. The staples from the initial procedure were not removed. Since then, the patient has experienced chronic urinary tract infections (utis). A recent cystoscopy revealed sediment and crystallization buildup on the staples, which are likely contributing to the patient¿s recurrent utis. The staples are scheduled for removal on (B)(6) 2025.

Manufacturer narrative:
Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Neotract will continue to monitor and trend for reports of this nature.